Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen, problem isolated to electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests or verify insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer blood glucose reading was 313 mg/dl. No other pump error was displayed before the book image was displayed on the screen. Troubleshoot was performed. Insulin pump will be returning for analysis.